Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a no delivery alarm on the insulin pump. Customer changed the infusion set and received another no delivery alarm. Troubleshooting was performed and the customer stated that the insulin did not exit. Customer stated that she has another infusion set for testing. Customer stated the insulin did not exit the tubing. Customer tried a new reservoir with the current set. Customer stated that the pump alarmed no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was also advised to return the reservoir.

Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications.